Manufacturer narrative:
The insulin pump received with intermittent up button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error when the customer was not pressing any buttons. The blood glucose reading was 162 mg/dl. The customer's mother stated there were no significant events leading to the alarm other than the customer being at the park. Nothing further reported.